Event description:
The pt has reportedly experienced bouts with ear infections and has not been able to tolerate his device. In addition the pt is reportedly a non-user. Testing performed showed that the device is functioning and impedance levels are within normal limits. External equipment was exchanged; however, the problem was not resolved. Advanced bionics is in the process of gathering more information. When more information becomes available a supplemental report will be submitted.